Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -18.0/+1.5/167 into the patient's right eye (od) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a longer length lens with opposite toric meridian due to low vault. The lens was implanted vertically and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
(B)(4).